Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a lite handle. The customer reports that half way through a procedure it was noticed that the lite handle had a vertical crack in the center of the handle approximately 1" - 1 1/4" in length. The customer reports the staff had to re-glove, delaying the procedure. The patient was administered an antibiotic as a precaution.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.